Event description:
It was reported that the user experienced low glucose readings recorded at 54 mg/dl after reconnecting post-shower, with the ilet receiving dexcom g7 data that appeared lower than a contemporaneous fingerstick, prompting calibration and continued monitoring. Customer care provided recommendation to replace the sensor if variance exceeded 15 percent. Investigation of this case revealed that calibration aligned readings and the situation stabilized. No symptoms associated with hypoglycemia with reported. Outcomes included oral carbohydrate intake and recovery without emergency care or hospitalization. It was concluded that hypoglycemia occurred with unclear cause and that sensor discordance contributed to the event. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.